Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that fluid leaked from the syringe plunger while administrating doxorubicin hcl. There was no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of a syringe leaking fluid from the plunger was confirmed from a picture received by the customer. The picture observes red chemo fluid past the black rubber stopper of the syringe. The root cause of this failure was not identified.